Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose of 27 mg/dl after a flight. The name of hospital was (B)(6) hospital. The customer was at 208 mg/dl midway through the flight, and went low by the time they landed even though she did not bolus. The customer was at 192 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Based on customer report customer does not allege pump was over delivering. Troubleshooting was completed and no issues were identified. The insulin pump will not be returned for analysis.